Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported attune black plastic trial extractor broke during normal usage extracting an rp ps insert trial. No broken pieces of instrumentation left in patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.